Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was opened up and the battery was found to be vented. It was reported that the battery was leaking or appeared corroded and the power pack was not adequately charged or cannot hold a charge. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, there was a collection of liquid that have leaked from the handle to the charger. The handle was wiped off and charged again. The charger flashed green for a few minutes but flashed red after a few minutes and the handle could not be charged. The handle could not be turned on. Another device from another manufacturer was used. There was no patient involvement.